Event description:
A patient reported blood glucose results of "313, 212, 174, and 286 mg/dl" with a lifescan meter, perfomed within 10 minutes of each other. The test strips and control solution are being replaced.